Event description:
The customer reported that the handpiece goes into reverse mode on its own when in use. There was no report of injury associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was returned for investigation and the reported problem confirmed. During testing of this handpiece, it was found that the rotational direction was inconsistent when the trigger was actuated. A review of product history shows no similar reported events. At this time, the cause of this failure has not been determined. Conmed linvatec will continue to monitor this product for failures.